Event description:
It was reported the customer had a compromised force sensor system alarm on the insulin pump. Customer also reported insulin was spraying out from the insulin pump was being charged. The customer also had to replace three of their reservoirs. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.